Event description:
It was reported that during a procedure, the werewolf controller did not work. The procedure was completed with a competitor device. There was a significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a procedure, the handle of the werewolf was broken. The procedure was completed with a competitor device. There was a surgical delay greater than 30min and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image shows a werewolf with a package on top. The pump handle can be seen separated from the device and also on top of the werewolf. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could contributed to the reported event include rough handling of the pump door handle or hitting the handle with an external object. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.